Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation when the tube was distended using the obturator rod, the bolster detached from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.

Manufacturer narrative:
Investigation results: a visual examination of the returned device revealed that the internal bolster is torn, but not completely separated from the device. The torn section is where the obturator is placed during device placement. There were no defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster is securely molded to the tubing. It was noted that the condition of the returned unit was not consistent with the complaint incident that the internal bolster was detached. It is possible that the way in which the device was handled and manipulated may have contributed to the failures encountered, also the failures found are typically caused due to excessive manipulation of the product. It is most likely that the issue occurred due to excessive force applied to the device with the obturator which resulted in internal bolster torn. Therefore, the most probable root cause of 'handling damage' is selected for the complaint. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube was used during gastrostomy replacement procedure performed on (B)(6) 2017. According to the complainant, during preparation when the tube was distended using the obturator rod, the bolster detached from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported due to this event.